Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure. Device inspection revealed the following: through the visual inspection of the reported locking screw, it was found to be completely broken approx. Midshaft into two fragments. All breakage surfaces of broken fragments show features of a fatigue fracture. Plastic deformation was not found. The thread flanks of the locking screw are significantly flattened around the bottom region. This type of damage found at the threads indicate high axial load application, as well. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to sub-optimal procedure followed by the surgeon during fixation of the fracture. Although the nail was placed in the correct position but was done without restoring the ventral and medial defect leading to an unstable fixation. There are visible signs of a fatigue fracture in the screw which was basically caused due to this unstable fixation. Proper reduction wasn¿t achieved thereby, whole of the weight bearing ended up only on the nail and the screws. As a result of which the screw broke first when the load value crossed the screw¿s ultimate fatigue strength. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
On (B)(6) 2018 an elongated gamma3 nail was placed in a 72-year-old female patient via an open reposition procedure. Ten days after surgery the patient could start carefully load her injured leg again. She didn¿t use crutches nor rollator. On (B)(6) 2019 a control x-ray showed that the distal locking screw was broken. Surgeon decided not to do anything about it in order to get more compression in the fracture site. The nail provided dynamization. Hardly any callus formation was visible.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Still implanted.

Event description:
On (B)(6) 2018, an elongated gamma3 nail was placed in a (B)(6) year-old female patient via an open reposition procedure. Ten days after surgery the patient could start carefully load her injured leg again. She didn't use crutches nor rollator. On (B)(6) 2019, a control x-ray showed that the distal locking screw was broken. Surgeon decided not to do anything about it in order to get more compression in the fracture site. The nail provided dynamization. Hardly any callus formation was visible.